Manufacturer narrative:
During follow-up, the patient said he noticed no malfunction or defect with the catheters. After reviewing his catheterization technique, it was discovered that the patient doesn't always clean the insertion area routinely or wash his hands before catheterization when away from home. The patient was informed that cure medical's consultant nurse advises cleaning the insertion area routinely before insertion may reduce the chances for infection.

Event description:
Intermittent catheter patient (user) said he got a urinary tract infection (uti) back in june concurrent with catheter use. During follow-up, the patient said he was prescribed an antibiotic, took the full course of 14 days, and completely recovered.